Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the needle to cuff miss; however, the additional treatment appears to be related to circumstances of the procedure. It should be noted the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers. (B)(4) - failure to follow steps/instructions - perform a femoral angiogram to verify location of the puncture site. The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified calcified artery was attempted using 3 proglide devices via a 6fr sheath after a percutaneous coronary intervention. No femoral angiogram was performed. Reportedly, cuff misses occurred with all 3 proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and there was no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.